Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See scanned page.

Event description:
The pt was revised because of possible reaction to nickel and had some metalosis.